Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the home choice (hc) during use. The technical service representative (tsr) cleared the alarm and advised to contact the nurse. A follow up call was made to the nurse in (B) (6) 2008. The nurse stated the alarm was caused when the transfer set came off the catheter. The transfer set was loose and she did not notice any defects with the transfer set. The sample was discarded when the pt came in to have the transfer set replaced. The pt had no injuries related to the event. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B) (4). According to the pt's nurse, the sample was discarded when the patient had the transfer set replaced.